Event description:
It was reported that the left ventricular lead dislodged during the implant procedure. After repositioning, a stylet could no longer be inserted into the lead. The lead was not implanted. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.